Manufacturer narrative:
Insulin pump received with cracked case on display window corners, cracked reservoir tube, minor scratches on display window and broken battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's battery compartment on the insulin pump was physically damaged. A no delivery alarm was also received. The customer's blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.